Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® thoracic brach endoprosthesis in zone 3. The physician attempted to advance the tbe and felt a ¿pop¿ going through the sheath. At that time, the physician suggested that it was possible a deployment line break. The physician decided to retract the tbe because he did not feel comfortable using the tbe. Another tbe device was used to complete the procedure. The patient tolerated the procedure. The physician is not sure what caused the issue as he is not sure if the deployment line broke. In his experience of implanting numerous devices, he believes that the "pop" had to have been the deployment line.

Manufacturer narrative:
The device evaluation determined the following: the returned device was fully intact with no signs of deployment line breakage. The endoprosthesis was still constrained, and no stitches were unlaced from the three constraining sleeves. The report of the deployment line breaking could not be confirmed during the device evaluation. Therefore, no root cause could be identified for the reported event of deployment line broken.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2024-05348 was submitted in error and is hereby retracted.